Event description:
It was reported during the implant procedure, the screw mechanic on both leads failed to work consequently, the leads were withdrawn and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the devices is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix/lobe distorted/bent; the helix will not retract because it has been over-extended; blood observed in the proximal conductor and breached cut found in outer insulation; lead damaged at implant; full lead analyzed; (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood observed in the distal conductor and in/on the helix mechanism; tip seal observation; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix/lobe distorted/bent; the helix will not retract because it has been over-extended; blood observed in the proximal conductor and breached cut found in outer insulation; lead damaged at implant; full lead analyzed; (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed.